Event description:
Nine months after the implantation of an anterior cervical plate and screw construct, a follow-up exam found the 2 caudal most screws had broken 6-7mm down from the screw head. The placement of the plate was between c5-c7. The vertebrae had fused successfully. The surgeon has decided not to remove the screws or plate at this time.